Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular oversensing with a slow patient response and premature ventricular contraction. Threshold values were stable and in range and there was no inappropriate therapy delivered. The patient was stable and will continue to be monitored via follow-up.